Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had perforated the patients heart. The lead was explanted and replaced. The patient was in stable condition.